Event description:
The end user dropped the stretcher off at the manufacturer for repair. The returned product was noted to have a broken wheel casting and the wheel was detached when received. The customer was contacted for additional information and they reported that when they were loading the stretcher into the helicopter the casting got caught on a post when turning the stretcher to lock it into the fastening system. It is unknown if a patient was on the stretcher at the time of the incident. There was no allegation of the incident being associated with injury. A visual and functional evaluation was conducted on the returned stretcher and the confirmed damage to the wheel casting was in alignment with the end user's description of the incident as there was evidence that the casting was subjected to an excessive force. The hardness of the casting was tested and found to be within specification. A new casting and wheel were installed on the stretcher and it was returned to the customer.